Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate bursts of anti-tachycardia pacing (atp) and an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming options were recommended and treat the patient with medication was recommended. Currently, this product remains in service and no additional adverse patient effects were reported.